Event description:
Additional information was more recently received that the patient died three days after the asystolic episodes and the cause of death was unknown to the field representative. The device system was not explanted and will not be returned for analysis.

Event description:
Boston scientific received information that the patient with this pacemaker and competitor leads was admitted to the hospital for renal issues and cellulitis. A central venous catheter for dialysis was placed via the left internal jugular vein. An x-ray was done and verified the placement of the catheter. The day after the catheter placement, a device interrogation was done and some atrial lead noise was noted, however, all other measurements were normal. The underlying rhythm was sinus arrest with a ventricular escape rhythm at 40 bpm. Two days later, the physician reported that the patient went asystolic and coded twice in the early morning hours. The patient was intubated and transferred to the intensive care unit (ICU). A device evaluation was done later that morning and there were no new observations from the previous check. The right ventricular (rv) lead measurements were stable. Strips of the reported asystole were available; the physician was unable to explain the reason for the asystole as it was undetermined if the cause was loss of capture, loss of output or oversensing. The device was reprogrammed from dddr to doo at 80 ppm and the field representative was not called again to check the device. The next day the field representative was updated by the physician that the patient remained intubated and in the ICU.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient's physician does not believe that the device contributed to the patient's death. After the programming changes to doo mode were made, there were no further issues related to the pacemaker function. Reportedly the patient was very sick and died as a result of multi-system failure.